Event description:
The lead was later explanted.

Event description:
It was reported that there was loss of capture, threshold issues, an apparent conductor fracture, and high impedance at greater than 4000 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the proximal and distal conductors of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead developed a cosmetic depression while in vivo and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.